Event description:
It was reported the system was not helping them in providing therapy and as such the system was explanted.

Manufacturer narrative:
B3: date of event is estimated. A4: patient weight is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) batch: a000131652.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.